Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The four additional proglide devices are being filed under separate medwatch MFR numbers. The device was reported as being discarded. As the lot number was not provided, the lot history record could not be reviewed and a query of the complaint-handling database was not performed. A cuff miss can occur due to a number of factors including, but not limited to, manufacturing, needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment or deployment in a challenging anatomy. The return of the device may have aided the investigation in determining a cause for the experienced event. Based on the reported information, a cause for the reported experience could not be determined. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician, trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture miss was experienced. An attempt was made with four additional proglide devices unsuccessfully. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.